Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effects of thrombosis and claudication are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. (B)(4). A partial UDI is being reported because the lot number was not provided. The additional two superas referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for claudication in the leg. The superficial femoral artery had a long segment of chronic total occlusion. Prior to the placement of the stents pre-dilatation was performed with a 6.0 x 200 balloon. Three same size supera veritas stents (5.5x150 6f 120 cm) were deployed in the superficial femoral artery for treatment. The stents were confirmed to be fully apposed to the vessel wall on angioplasty. The final outcome was good. The patient was confirmed to be taking plavix for 3 months post procedure. On (B)(6) 2015, the patient returned to the hospital with the same symptoms, claudication in the leg. Angiography revealed thrombosis in all three deployed stents. The thrombosis was treated with atherectomy and stenting successfully. No additional information was provided.